Event description:
A pharmacist reported that a customer returned a box of test strips, lot #16047b. The customer stated that the test strips gave blood glucose readings that were consistently 50 mg/dl higher than readings with another test strips. The pharmacist did not know any specific results and he did not have any other info regarding the customer's complaint.